Event description:
2.50x16mm. 3.00x28mm, 2.75x16mm taxus express2 stents were placed. A maverick 2 monorail 15x2.5mm balloon was used to predilate the lesion. Angiography revealed sub acute thrombosis in the right coronary artery lesion. In the opinion of the physician this led to the death of the patient.